Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for the alleged material separation. However, the investigation is inconclusive for device incompatibility. The definitive root cause could not be determined based upon available information. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model creo14s recanalization catheter allegedly experienced material separation and device-device incompatibility. The information was received from a single source. This malfunction involved a patient with no known impact to the patient. Age, weight, and gender of the patient was not provided.